Manufacturer narrative:
(B)(4). The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the filed, during a cerebral angiography, aspiration air came in and during injection water came out at the beginning of on an envoy 5f, mpc 100 cm catheter (55625600, 30247204). There was a procedural delay of five minutes due to the event. The procedure was successfully completed. There was no patient injury reported. Additional information clarified that the aspiration was ¿right¿, the catheter suck air between the hub. The device did not appear kinked, compressed, cracked or had any other damage. There was no evidence of air being injected into the patient due to the leakage. No excessive force was applied to the device. The target vessel was the right carotid.

Manufacturer narrative:
Product complaint # (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the filed, during a cerebral angiography, aspiration air came in and during injection water came out at the beginning of on an envoy 5f, mpc 100 cm catheter (55625600, 30247204). There was a procedural delay of five minutes due to the event. The procedure was successfully completed. There was no patient injury reported. Additional information clarified that the aspiration was ¿right¿, the catheter suck air between the hub. The device did not appear kinked, compressed, cracked or had any other damage. There was no evidence of air being injected into the patient due to the leakage. No excessive force was applied to the device. The target vessel was the right carotid artery. One non-sterile envoy 5f, mpc 100 cm unit was received inside of a pouch. The received device was visually inspected, and it was found in good normal conditions. The returned device envoy 5f, mpc 100 cm was flushed using a lab sample syringe, no leakage or anomalies were observed during the functional test. Manufacturing record evaluation was performed for the finished device 30247204 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿catheter (body/shaft) - leakage¿ was not confirmed. During the functional test the catheter was flushed using a lab sample syringe and not leakage or anomalies were observed during the test. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.